Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-50. Serial: (B)(4). Batch: 3207167.

Event description:
It was reported that during the trial period for the spinal cord stimulator (scs), the patient's lead became fractured. Therefore, the fractured lead was removed prior to the end of the trial period. The physician assessed that the lead was not properly connected to the cable however, it is unknown what force may have been applied to fracture the lead. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6) batch: 3207167 device analysis performed on the returned infinion lead revealed that the proximal end of the lead was fractured near the retention sleeve. The lead body and the distal end of the lead were not returned. Engineers determined that excessive force was most likely exerted onto the lead during insertion into the cable which resulted in a fracture of the lead.

Event description:
It was reported that during a spinal cord stimulator (scs) trial period, the patient's lead became fractured. Therefore, the fractured lead was removed prior to the end of the trial period. The physician assessed that the lead was not properly connected to the cable however, it is unknown what force may have been applied to fracture the lead. No further information could be obtained despite good faith efforts.